Event description:
Device malfunction: partial deployment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure of the left superficial femoral artery, the xceed stent was used with a destination sheath over a very stiff guidewire in a very stenosed vessel. When the xceed stent was being deployed at the intended site the thumb knob froze and would not turn. The physician cut the shaft at the device proximal end and hemostats were used to complete stent deployment. There were no reported patient effects. Though requested, no additional information was available.

Manufacturer narrative:
Evaluation summary: the device was received in poor physical and mechanical condition with its catheter and the distal portion of the device handle physically removed making through testing impossible. The removed distal portion of the handle, the nose and strain relief were not returned. Testing the deployment capabilities of the handle intact rotating deployment thumb knob achieved complete rotational deployment in both directions without any resistance to the deployment knob movement detected. The catheter, as received, could not be tested. The customer reported use of a very stiff guide wire in a very stenosed vessel which may have been a factor in the reported event. Due to the received damaged condition of the device, we were unable to detect a manufacturing issue of the device's testable components and the root cause for the complaint is undetermined. A review of the device history record for this lot did not produce any findings relevant to this report.